Manufacturer narrative:
On 8-spet-2021, the suspected medical device was returned for evaluation. On 10-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was identified within the crease/fold measuring approximately 0.8 cm leak testing was performed according to mentor procedure and no more anomalies were observed on the device. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 375cc mentor memorygel breast implant and experienced postoperative left-sided rupture. MRI performed on unspecified date indicated the rupture. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021.